Event description:
---

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed three low voltage battery faults (fault code 1003) had been recorded. External visual inspection of the device noted tool marks on the front of the device case. Initial automated testing verified basic sensing, pacing and shocking functions of the device. After the titanium case was opened, microscopic visual inspection did not reveal any irregularities. The battery was then removed, so that an external power supply could be connected to the device for further analysis. A higher than normal current usage was observed. Electrical testing isolated the high current condition to two compromised low voltage capacitor(s) that are connected to the device¿s battery. This type of component malfunction can result in a high current drain, which over time can result in premature battery depletion, as was observed in this case. Therapy was confirmed available with this device. The device was then archived a boston scientific.

Manufacturer narrative:
To date, the device remains in service. A final report will be sent after information is received of the patient status update and if a revision procedure will be performed. If the product is returned to boston scientific laboratory analysis will be performed to confirm and determine the root cause of this event.

Event description:
Boston scientific received information that during a routine follow up visit, this device was interrogated and an error "fault code 1003" message was indicated. A boston scientific technical services (ts) agent was contacted and explained that this fault code was abnormal device behavior and a device replacement was recommended. A data disk was send into boston scientific engineer for review. After review, the engineer's analysis confirmed a low voltage fault was declared and no other suspicious faults or resets were stored within the device memory. At this time the voltage is currently 2.910v volts, and therapy delivery is unaffected. A longevity calculation was performed and the agent explained that the device hardware is currently not detecting the loss of battery energy; and because of this, the battery status indicators are not reflecting the depletion condition and are inaccurate; this is the reason for the fault. The agent concluded that, the device is malfunctioning. The device should be replaced and returned to st. Paul for detailed analysis. At this time the patient will be monitored closely. No adverse patient effects were reported.